Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received calibration errors and the device had gone into threshold suspend. The customer's blood glucose level was 144mg/dl. The customer's sensor reading was below 44mg/dl. The customer disconnected the line before troubleshoot could be conducted. No further assistance provided at this time.